Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited out of range right ventricular (rv) impedance measurements and noise, which appeared to be from minute ventilation (mv)/respiratory signal oversensing. The noise was not being oversensed. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Additional information received reported that the rv impedance measurements were greater than 2000 ohms. The patient was brought in to their clinic, and the impedance measurements had returned to normal. Pocket manipulation and patient isometrics were performed, which did not reproduce the high impedance measurements or noise. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.

Event description:
This report is being filed to provide updated evaluation coding.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation of the available information also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event.